Event description:
It was reported that the patient presented during procedure. Review of transcripts revealed that the right ventricular lead exhibited reversed vascular flow. After positioning the lead, the reversed vascular flow was confirmed from the stylet lumen prior to connecting the lead to the implantable cardioverter defibrillator. The physician could not specify the cause if it was related to patient's anatomy or if the device was damaged during the procedure. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found blood at the connector region. No visual anomalies were noted on the lead insulation.